Manufacturer narrative:
Evaluation summary: a new lot/serial number was provided. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicate the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. There have been five other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that additional treatment of an antibacterial intravenous injection was applied approximately one week after surgery. The symptoms improved after the initial steroid medical treatment. Bacteriological testing was not performed. The surgeon's clinical judgement is that this event is non-infectious.

Event description:
An ophthalmologist reported that one week following an intraocular lens (iol) implant procedure, the patient developed excess cell. Steroids were prescribed and the symptoms have been alleviated with frequent use of the eye drops. The lens remains implanted. Additional information was received which clarified that there was confirmation of postoperative inflammation, cell and there was no fibrin detected. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the japan(B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
The initial lot, serial number, catalog number, expiration date and manufacture date reported for this eye were incorrect. Currently the lot, serial number, expiration date and manufacture date are unknown. The manufacturer internal reference number is: (B)(4).